Event description:
Cpi received info that this possis sutureless myocardial lead was removed from service. The pt was experiencing low impedance measurements and had several nonsustained events. The physician elected to perform an invasive procedure to replace the entire system, the leads and implantable cardioverter defibrillator (ICD), the ICD was at ert (elective replacement time). Two possis leads both model 4320 and were involved in the pt's lead system, cpi is unable to determine which serial has the problem.